Event description:
It was reported that the patient presented for routine generator change. During the procedure the lead failed to disconnect from the header of the pulse generator. Specialized tools were required cut away the header and free the leads without damage. The device was replaced. There were no patient consequences.